Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage for spinal pain. On (B)(6) 2019, it was reported that the patient had lost a lot of weight and the pump had moved out of position. This had been irritating the patient for several months, but the pump was repositioned and sewn into the muscle 2 weeks prior to the date of the report. The situation was considered resolved at the time of the report. The patient noted that they got a call from "medtronic" but a message was not left, the patient was checking in to make sure there was nothing wrong with their pump. No further complications were reported.